Event description:
After successful acculink placement, the patient was discharged; however, returned one week later with hyperperfusion syndrome and seizures. Action/treatment indicated was intubation and supportive measures, resulting in new/prolonged hospitalized. The patient's outcome was indicated as resolved.

Event description:
This event was adjudicated and was determined to be a stroke.

Event description:
After successful acculink placement in the right internal carotid, the pt was discharged; however, returned 1 week later with hyperperfusion syndrome (presented with seizures). MRI results indicated subacute infarct in the distribution of the right middle cerebral artery, and reperfusion edema. Add'l medical history in the pt has a distal right mca aneurysm and is scheduled to have this repaired after recovery from the reported hyperperfusion syndrome.